Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that knives were not sharp. Procedure details, patient involvement and patient impact information is unknown. Additional information received confirmed that the intended procedure was cataract surgery however, no further information is available.